Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. While attempting to fixate the lp with the delivery catheter, the lp had dislodged from the tissue. An anomaly was observed on fluoroscopy and an echocardiogram was performed. A pericardial effusion was confirmed. A pericardiocentesis was performed to treat the effusion. The chest was opened to resolve the bleeding caused by the perforation of the septum and anterior wall of the right ventricle. The perforations were surgically closed. A conventional pacemaker was implanted and the patient was recovering in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.